Manufacturer narrative:
The battery failed charging in a known good multi chemistry charger after reset and charged attempt. The battery was tested in a known good autopulse platform and failed to power up, confirming the customer complaint. No physical damage was observed and no led lights of any type were lit on incoming inspection. The battery archive was downloaded and reviewed. Battery recorded a repeated cell over-voltage errors from start to the end of the archive also over-writing the data and dates. A possible cause for this battery failure, based on the review of the battery, is due to exposure to electrostatic discharge (esd) causing one or more of the battery cells gets charged too high which also causing the over-voltage trip. As a result of this error, the battery failed to charge in the multi chemistry charger.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during the training, a fully charged autopulse li-ion battery (sn (B)(4)) was removed from the multi-chemistry charger (mcc) and placed into the autopulse platform. However, the battery failed to power up the platform. The battery was placed back for charging and was disabled by the charger. No patient involvement.